Manufacturer narrative:
1038671-2022-01527. D10: 02-012-45-4040 - (B)(6) - lgc tibial fit tray cem sz 4f / 4t. 02-012-51-4009 - (B)(6) - logic tib insert impl crc, sz 4, 9mm. 200-05-26 - (B)(6) - inset patella 26mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01527. The revision reported may have been the result of loosening, osteolysis, and prosthesis wear. The loosening may have been due to an insufficient bond between the implants and the bone. The prosthesis wear may have been due to third body wear, orientation of the components, patient-related conditions, malalignment between the femoral and tibial components, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 101 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, pain, swelling/edema. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.